Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11j. Retainer ring=clear. On (B)(6) 2021 customer called in: damage occurred: location of the damage is: under the back. Unit received with cracked case (battery tube), cracked battery tube threads, cracked retainer and peeling serial number label. In conclusion customer concerns were confirm during visual inspection when cracked case(battery tube) was noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.